Event description:
As reported by the user facility: complaint description "encountered air bubbles 7 times within 40 minutes. Cleared 5 times checked and adjusted the chain 3 times but bubbles persisted. Changed the pump. The infusion was fentanyl resulting in a waste of 30-40cc. This situation poses a high potential for harm!" No injury reported.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number: (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No sample or batch number was provided for evaluation. Based on the data from the investigation, the root cause of the reported incident was unable to be determined. The reported defect was unable to be confirmed. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.